Event description:
The following was reported to hamilton medical ag: kein druckaufbau p-aw möglich. Nach erneuern des pressureboards, druck paw vorhanden, jedoch kein justieren der 50 mbar möglich, da druck teilweise aus exp.ventil entweicht. Translated to english: no pressure build-up p-aw possible. After replacing the pressure board, there is pressure paw, but the 50 mbar cannot be adjusted, as some of the pressure escapes from the exp. Valve. This occurred in service software mode. Therefore, no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).